Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility because they considered this event was not associated with quality of asahi devices. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Due to limited information provided from the literature, how the caravel microcatheter or gaia second guide wire had cause or contributed to the reported vessel perforation was unable to be determined. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with this event. It was conclude that this event was not associated with product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunctions and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported through a case report titled "half-cut balloon, a novel, ultra-rapid, and cheap technique to seal a coronary perforation" in jacc: cardio vascular interventions (vol. 13, no. 19, 2020) that identified an asahi caravel microcatheter and gaia second guide wire had might contributed to vessel perforations. Excerpt is as follows: a (B)(6) man with an old anterior wall myocardial infarction status post percutaneous coronary intervention to left anterior descending coronary artery presented with complaint of angina on exertion class ii of 6 months duration. Coronary angiography revealed a patent stent in the proximal left anterior descending coronary artery, but the codominant left circumflex coronary artery (lcx) had a chronic total occlusion in the mid-segment. By using a radial approach, the left main was engaged with a 6-f extra backup 3.0 guiding catheter. A run through ns extra floppy wire (terumo, tokyo, japan) was initially selected and mounted on a caravel microcatheter (asahi intecc, nagoya, japan), but the wire could not cross the lcx lesion. Hence, it was exchanged with a asahi gaia 2 wire, which crossed the lesion. The lesion was pre-dilated with a 1 10-mm compliant balloon. The gaia 2 wire was exchanged though the caravel microcatheter back to a run through ns extra floppy wire. At this stage, we noted a perforation in the distal artery leaking into the pericardium; soon thereafter, the patient become hemodynamically unstable. The lcx artery was occluded via a prolonged balloon inflation. Pericardiocentesis was performed immediately. However, because the leak persisted after 20 min of balloon occlusion, we decided to seal the perforation. A half-cut balloon shaft was mounted on the same guidewire and advanced to the distal site wedged onto another 1.5 10-mm nc balloon. The half-cut shaft balloon was then parked in the lcx artery at the site of chronic total occlusion entry. The artery was then occluded again with a 2.5-mm balloon. Anticoagulation was reversed with intravenous protamine. Hemostasis at perforation site was confirmed via repeat coronary angiography. After another 10 min of observation, the patient remained hemodynamically stable, and echocardiography showed no reaccumulation of pericardial fluid. Our patient was discharged on the third day postprocedure on single antiplatelet therapy. Caravel is reported as MFR report #: 3003775027-2022-00038.